Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer stated that they are in the hospital to have a baby and the insulin pump stops working at night. Customer's blood glucose reading at the time of the call was 26 mg/dl and has treated with food. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarms were noted. All buttons functioned properly, but there was corrosion on the keypad traces. However, the pump had a cracked reservoir tube lip, minor scratches on the display window, and missing end cap sticker.